Event description:
Per the clinic, the patient experienced electrode migration. A CT scan on (B)(6), 2012, revealed that about 16 electrodes were outside of the cochlea. Revision surgery is planned but has not taken place at the time of this report (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012 to re-position the electrode array into the cochlea. The recipient resumed use of the device and no further issues were reported. (B)(4).